Event description:
Philips received a complaint from customer biomed reporting no alternating current (ac) power on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported there was no power going to the unit due to a failure of the power cord. The bme verified the failure by testing the unit with a power cord from another v60 device. The unit was operational utilizing battery power. The rse provided part details for customer order of a replacement power cord. Investigation is ongoing.

Manufacturer narrative:
The biomed engineer (bme) confirmed the power cord replacement restored the device to full functionality. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.